Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD), right-atrial (ra) lead and the right-ventricular (rv) exhibited oversensing of noise leading to temporary pacing inhibition. No resolution was performed. The patient condition was stable.